Manufacturer narrative:
The t:slim pump user guide states that humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approx. 325 mg/dl). The customer treated elevated levels with an injection. The customer indicated that they did not observe insulin coming from the end of the infusion tubing during a bolus while disconnected, however the issue was not currently occurring at the time of the call. Tandem technical support provided some possible reasons for not seeing insulin drip, and provided humalog labeling as the customer had been changing supplies every 3 days.